Manufacturer narrative:
This MDR related to the puerto rico manufacxturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After battery installation unit gave an unexpected flashing white, blank display followed by an unexpected intermittent beep alarm due to cracked liquid crystal display controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with cracked and bleeding liquid crystal display glass, missing display window cover, peeling keypad overlay, missing serial number label and scratched around casing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was damaged. Customer also stated that they were unable to see the screen. Customer also stated damaged on buttons. Customer also stated that the gray shadow white plastic was coming off. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.